Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration to the right gonadal vein. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens.

Event description:
It was reported that approximately one day post vena cava filter deployment, the filter was identified to have migrated caudally into the right gonadal vein. No reported attempt was made to retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding this event. The current patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. It was reported that approximately one day post vena cava filter deployment, the filter was identified to have migrated caudally into the right gonadal vein at some time post filter deployment, it was alleged that the patient experienced abdominal pain and the limb of the inferior vena cava filter migrated to the right gonadal vein. The device was removed percutaneously the status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day of deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. Patient with right flank pain after filter placement and computed tomography scan demonstrated scan revealed the filter was mal-positioned with one of the limbs located in the right gonadal vein. Patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a amplatz wire was passed into the inferior vena cava. Over the wire the retrieval sheath was introduced. Utilizing a snare device, the hook at the top of the filter was successfully snared and the entire filter was retrieved. Through the sheath, a amplatz wire was introduced and venogram of inferior vena cava was performed. The study demonstrates a normal caliber of inferior vena cava without evidence for aberrant anatomy. There are no filling defects in the inferior vena cava suggest clots. Therefore, the investigation is confirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 04/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one day post vena cava filter deployment, the filter was identified to have migrated caudally into the right gonadal vein. No reported attempt was made to retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding this event. The current patient status was not provided.new information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced abdominal pain and the limb of the ivc filter migrated to the right gonadal vein. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with a history of pulmonary embolism was scheduled for inferior vena cava (ivc) placement. Access was gained via the right internal jugular vein, and a venocavagram demonstrated normal caval diameter and no thrombus or venous anomaly. An ivc filter was then deployed infrarenal below the lowest renal vein. There were no immediate complications. The following day, the patient presented with acute right lower abdominal pain. A CT scan revealed the filter was malpositioned with one of the limbs located in the right gonadal vein. Same day, the patient underwent successful retrieval of the entire ivc filter using a snare device via the right internal jugular vein. A new ivc filter was placed infrarenal. The patient tolerated the procedure well without any immediate post procedure complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation is confirmed for malposition. Additionally, the investigation is unconfirmed for migration as the alleged migration of the filter limb to the right gonadal vein appears to be a malpositioned filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2018), (manufacturing date: 04/2015).